Event description:
It was reported that the patient was unable to use the implantable neurostimulator (ins) due to positional changes and painful stimulation preventing benefit. The ins was explanted and replaced. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37711, serial (B)(4) found no anomaly.

Event description:
Additional information received reported that the patient experienced trouble with shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.